Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the external device displayed ¿replace generator¿ error message. Manufacturer's representative was unable to connect with the patient¿s ipg using clinician programmer. Patient reported losing therapy approximately in (B)(6) 2020. In turn, surgical intervention may take place at later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.